Event description:
In preparation of chemo by pharmacist ivp veneristine was drawn into bd safety-lock syringe. When attempting to remove needle in order to re cap the syringe, the hub slips down into a barrel making it extremely difficult to remove needle and insert safety cap. In the process chemo leaks because hub must be repositioned while trying to maintain sterility and accuracy.